Event description:
It was reported that the physician drew back the balloon catheter with the one way valve turned to the "on" position. It was noted that when the balloon catheter was removed from the package, the distal end of the catheter was slightly unwrapped. The catheter would not go through the sheath. As a result, the user opened a new balloon catheter and it was successfully inserted.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.